Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system on-site and confirmed the reported complaint. Upon troubleshooting, the host pc did not boot up on the first power-on of the day. To resolve the reported problem, fse manually pressed the power button, and the system booted. On (B)(6) 2025, same issue re occur and to resolve this fse powered on the host pc using the power button and on (B)(6) 2025 same issue happened and to resolve the problem, fse replaced both the host pc and the hard disk drive. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.